Manufacturer narrative:
(B)(4)

Event description:
The consumer reported that there was burning and bruise at the implantable neurostimulator (ins) site. The patient was cleaning the laundry room and may have sat on something. This was noted to be sudden. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. Follow up was conducted to know if the physician had been notified, the circumstances that led to the event, the actions/ interventions taken and the resolution of the event. If additional information is received, a follow up report will be sent.